Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling diaphragmatic stimulation since implant with right ventricular (rv) lead pacing, and the rv lead exhibited a loss of capture and oversensing. Additionally, the patient indicated having chest pain post implant, and suspected having a pericardial effusion. The rv lead was programmed off, and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.